Manufacturer narrative:
This report is for an unknown extraction instruments: universal screw removal: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the removal of femoral neck system for conversion to total hip, the 5.0mm unknown locking screw would not back out of the femoral neck system (fns) plate which eventually stripped the t25 stardrive recess, making standard removal with a screwdriver not possible. The head of the screw was then burred off and once removed, the plate was pulled out and the remaining screw shaft was pulled out with forceps. The procedure was successfully completed with a 15 minute surgical delay. Patient status was unknown. Concomitant device reported: fns bolt (part number unknown, lot unknown, quantity 1), unknown fns antirotation screw (part number unknown, lot unknown, quantity 1), femoral neck system plate 1 hole ¿ sterile (part number 04.168.000s, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 1. This report involves 1 unknown extraction instruments: universal screw removal: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. The t25 recess is part of the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.